Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion testing with rate set at 100ml/hr and vtbi at 50ml, failed 3x at around 3.52 psi" was not reproduced. Evaluation had the device sent for downstream occlusion test. The device was tested and returned with passing results.a review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was undetermined however, the force sensor no tube and force sensor scale factor required to be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion testing with rate set at 100ml/hour and volume to be infused at 50ml, failed 3x at around 3.52 psi occurred in the biomedical service department. There was no patient involvement. No additional information is available.